Event description:
It was reported that during routine follow-up, non-sustained lead noise episodes due to intermittent undersensing on the far field channel were noted. Programming changes were made.